Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h11: investigation results: the device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. The complaint device was not returned as it was disposed, therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure on (B)(6) 2026, for the removal of a polyp. During the procedure, the clip failed to release from the catheter after deployment, and the clip was pulled off of the site. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.